Event description:
Anesthesia ventilator failed during operation. Pt was bag/ett ventilated while anesthesia machine was rebooted. Machine was removed from service, datex-ohmeda tech contacted. Vent module replaced.